Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2017-07314 , reference MFR report #: 1627487-2017-07317. It was reported that the patient experienced lost stimulation coverage due to high impedances on their leads. Reportedly, there was fluid in the header. As a result, the patient underwent surgical intervention on (B)(6) 2017 where the ipg was replaced with a new model. Effective therapy was restored post operatively.